Event description:
During repositioning of the coil into the aneurysm, the coil unintentionally detached out of the microcatheter with no detachment attempted. To prevent coil migration and thrombus progression, an intracranial stent was placed to have the coil remain in place. Glycoprotein iia-iiia was administered to prevent acute thrombosis. The pt remained in intensive care unit as of this report. Additional info received on 05/13/2011 stated that the coil was never connected to the detachment control box (dcb) when it detached and the pt required a surgical clipping of the aneurysm.

Manufacturer narrative:
The product has not been received in our facility as of this report. A follow up report will be submitted as soon as it's received and the final analysis has been conducted.